Manufacturer narrative:
It was reported that the carrying case¿s clip, or snap hook, was damaged. The carrying case related to this complaint was not returned for evaluation. A review of the manufacturing documentation confirmed that the carrying case met all requirements for release. The reported event could not be confirmed because the unit was not returned for evaluation. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged snap hooks can be attributed, but not limited to wear and/or due to the handling of the unit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that there was a broken clip on the convertible pack. The patient was given a new pack. No patient complications have been reported as a result of this event.